Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient was in a coma days after the draining. He was reported to have been doing well and was back home. No additional information was available at the time of this submission.

Manufacturer narrative:
Catheter model/serial #: unk; implanted/explanted: unk. (B)(4).

Event description:
Please refer to manufacturer's report 3007566237-2012-02888 for coma following surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a pump replacement, following which the new pump was filled with lioresal 2000 mcg/ml with a dose of 574 mcg/day. The physician had not aspirated the catheter, so the new pump was programmed with a bolus of 0.3cc to prime the pump tubing before implanting the pump. The patient was "well", and returned home. The patient was followed for bleeding at the pocket site. On (B)(6) 2012, the neurosurgeon revised the pocket and drained the hematoma. The patient never recovered well after surgery, and was hospitalized and intubated at the intensive care unit. On (B)(6) 2012, the managing physician suspected that the surgeon might have damaged the catheter while revising the pocket. The pump was interrogated and a flow rate percent of error of 14% (within specifications) was noted. The catheter access port was aspirated easily and a catheter contrast study revealed an intact catheter. The pump and catheter had been verified and all are working well. The daily dose was increased by 15% by the managing physician. Additional information has been requested, but was not available as of the date of this report.